Event description:
The customer reported a failure to discharge via internal paddles. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). Philips did not evaluate this device. The customer did evaluate the device, however, and localized the issue to a failed internal paddle set. A replacement paddle set was ordered. We are considering this a malfunction of the internal paddle set.